Manufacturer narrative:
Per the reported incident that device was able to be utilized and the collagen was deployed properly. The device was returned with kinks in the black polyimide and the distal end of the device, proximal to the disc, was also kinked. This most likely occurred during shipping. The device was returned with the disc de-deployed. The key was not in the lock, but the black sleeve was retracted. The collagen was not returned with the device as it had been deployed to gain hemostasis. The device was straightened to remove kinks. The disc was deployed and de-deployed without incident. The black sleeve was returned to its original position. The key was inserted into the lock and the black sleeve retracted without issue. The device appears to be in working order. Pseudoaneurysm is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was deployed and the device was removed. Pressure was held at the access site, but after 5 minutes there was still bleeding so additional pressure was held for 1 hour. The patient was transferred to the radiology department and an ultrasound which revealed a pseudoaneurysm. The patient was giving a thrombin injection and blood. After the injection, the patient was hypertensive, so she was transferred to the operating room and the psuedoaneurysm was corrected with surgery. Patient was remained in the hospital for observation and was then discharged. It should be noted that the stick was in the sfa near the bifurcation of profunda per a review of the angio of the groin shot.